Event description:
Baxter corporate product surveillance received notification from united states department of health and human services of a customer generated medwatch. The report stated that a clearlink y-type catheter extension set experienced a leak of an unknown cytotoxic drug. According to the report, the leak occured adjacent to the connection port. The alleged defect occurred during infusion on a patient. There were no reports of patient injury, adverse events, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found.